Event description:
The user reported that the flow sensor stopped working. Unable to read flowrate. As a result, an alternate device was employed. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.